Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on a remote transmission. The device may be in/out of atrial tachyca rdia/atrial fibrillation collection and mode switch due to the undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.